Event description:
It was reported that during a da vinci-assisted surgical procedure, a blue portion of the seal came off and fell inside the patient. The portion of the seal was retrieved in the same procedure with no patient injury and completed case with back up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting blue seal fell off and went inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was issued for return, but the customer reported that the blue seal was disposed. Although the complaint regarding the blue seal fell into the patient, it was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Verification of the event details cannot be performed via system logs because there is not enough initial information available at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.